Event description:
Orthopaedic surgeon found "left/right" orientation markings on wrong/opposite sides of bushing during knee replacement surgery on 10/22/92 and did not use the bushing. Surgeon noted that the same bushing had been used in surgery on 10/17/96 and believes bone cuts may have been incorrect due to incorrect markings.